Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as similar to a heat rash under the therapy pads. The patient reported the irritation was itchy. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed triamcinolone acetonide .1% ointment by his pcp. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Supplemental report 9/9/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as similar to a heat rash under the therapy pads. The patient reported the irritation was itchy. There are no allegations of any bleeding, oozing, or weeping wounds. The patient was prescribed triamcinolone acetonide .1% ointment by his pcp. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.